Manufacturer narrative:
Updated sections: h2, h10 this MDR was determined to be a duplicate of MFR report number 8010047-2021-14828. If further reporting is necessary, a supplemental report will be sent under MFR report number 8010047-2021-14828. The duplicate complaint will be closed by the manufacturer. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.